Event description:
It was reported that the patient presented with stenosis at l3-4 status post 2009 remote l4-5 decompression and fusion. Patient underwent redo laminectomy l3 and removal of hardware l4-5; as well as left l3-4 transforaminal lumbar interbody fusion with rhbmp-2/acs and pedicle screw fusion from l3 to l5. Per the op notes, ¿thick scar tissue was present throughout the thecal sac especially to the left side. The scar tissue was freed and the dura identified both along the l3 and l4 roots.¿ no complications were reported. On (B)(6) 2012: patient underwent placement of gardner-wells tongs; cervical laminectomy c6-c7; and a bilateral foraminotomy c5-6, c6-7, and c7-t1. No complications were reported. On (B)(6) 2013: patient presented with prominent spur in the foramen at l4-5 on the right was identified radiographically. The patient underwent explantation of hardware, l4-5; right l4-5 foraminotomy; laminectomy and bilateral facetectomies l1-2; right transforaminal lumbar interbody fusion at l2-3, placement of pedicle screws from l1 to l3 bilaterally; and far lateral fusion l1-3. The spur identified radiographically was evacuated to free the nerve root exiting through the foramen. The screws at l3 were left in place. No complications were reported. On (B)(6) 2013: patient presented with wound dehiscence. Patient underwent a lumbar wound revision with exploration and debridement. Patient had a drain placed. The drain was later removed but subsequently he developed serosanguineous drainage that prevented wound healing. MRI¿s taken on this date demonstrated post op changes with subcutaneous fluid but no significant epidural fluid collections. No sign of deep infection or superficial infection was seen.

Manufacturer narrative:
Concomitant product: pedicle screw instrumentation (implant (B)(6) 2010; explant (B)(6) 2013). (B)(4). Neither the device nor applicable imaging study films or patient medical records were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. Products from multiple manufacturers were implanted/used during the procedure. Although it is unknown if any of the devices contributed to the reported event, we are filing this MDR for notification purposes.